Event description:
Patients revision operative records were received. Records indicate upon revision metallic stained synovium, necrotic tissue, a large fluid collection, and corrosion around the trunnion were found in the hip. The stem and sleeve were added to the complaint, and the complaint re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
*(B)(6). **update**(B)(4) 2012 - sales rep reported revision due to cup loosening. There was no new information that would change the outcome of the investigation. Dor: 09/25/2012 **update** (B)(4) 2013 - patient's revision operative records were received. Records indicate upon revision metallic stained synovium, necrotic tissue, a large fluid collection, and corrosion around the trunnion were found in the hip. The stem and sleeve were added to the complaint, and the complaint re-opened. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. The investigation can draw no conclusion regarding the reported corrosion with the information provided. However, it is known the asr platform has been voluntarily recalled from the market. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.